Event description:
It was reported that an initial patient result from a statstrip glucose meter was 25 mg/dl; a retest was performed using the same meter and reported a result of 30 mg/dl. A sample from the patient was sent to the lab which reported a result of approximately 100 mg/dl. The patient was treated based on the initial results from the meter. The meter qc recovery was within specifications the day of the incident. Nova biomedical contacted the initial reporter and confirmed that the affected patient did not have an adverse outcome due to the treatment received.

Manufacturer narrative:
Final product evaluation report by the manufacturer is not available at the time of submittal of the MDR. Initial nova investigation of the glucose test strip lot # 030909249 in use at the time of the reported incident has confirmed the customer complaint of intermittent low recovery for blood glucose results.